Event description:
The complainant reported that the introducer wire bowed and turned back on itself when inserted through the needle into the artery. There was no harm or injury to the patient.

Manufacturer narrative:
The suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is completed.